Event description:
The target lesion was the proximal to mid left anterior descending artery. The vessel was a de-novo, eccentric and bifurcated lesion. Aha/acc classification of the vessel was type c. The lesion length was 25mm and vessel diameter was 2.5~3.0mm. The procedure was an emergent case due to an acute myocardial infarction (ami). Pre-dilatation was conducted with a balloon (2.5/20mm) at 8atm for 20seconds. The 1st cypher (2.5/18mm) was implanted at 16atm. The 2nd cypher (3.0/18mm) was implanted at 16atm proximal to the 1st cypher overlapping it. Post-dilatation was not conducted. Ivus was not conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3 and 3 after the procedure. It was unk whether act was conducted. Approximately three years, a month and 17 days later, the pt developed ami. Cag was conducted and thrombus was observed in the cypher. To treat the thrombus, aspiration and poba was conducted. In-stent restenosis was also observed in a previously implanted bare metal stent (vision) at lcx and it was treated. The pt recovered and was discharged approximately 3 weeks later.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-00389. Add'l info will be submitted within 30 days of receipt.